Event description:
In 2001, patient underwent enucleation procedure followed by implantation of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At four weeks post-op patient presented with 8 mm conjunctival melt over ocu-guard wrap. Patient underwent multiple interventions including: conjectivoplasty dermis graft and finally removal of orbital implant at nine months post-op. Patient post-op status: eye socket contracture.